Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.1., d.2a., d.2b., d.4., d.6b. H.4., h.6. Additional, changed, and/or corrected data: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "severe capsular contracture". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "severe capsular contracture". This record is for the right side. Device remains implanted.